Event description:
A customer notified biomerieux that they had a discrepant result when using the bact/alert&#59394;pn reagent. The test result of the bact/alert&#59410;eagent was negative after 6 days of incubation. The customer did not subculture the bact/alert&#59394;ottle prior to disposal. Prior to transfusion of the platelets, the healthcare professional identified that the platelet bag was turbid. Testing of the platelet bag was positive for serratia marcescens.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a (B)(6) result in association with the bact/alert® bpn culture bottle. The investigation examined the bact/alert® bpa EU lot 3045498 and bpn EU lot 3044709 manufacturing directions, including the quality control release testing documentation and all results were within specification. Quality assurance subsequently released the lots for distribution to the field on 29jan16 and 20nov15 respectively. The most probable root cause was determined to be contamination of the sample during the platelet sample collection process. It is unknown if the serratia marcescens organism isolated from the platelet bag was also present in the donor sample, and therefore the bottles, in sufficient quantities to trigger the algorithm as a positive bottle. The bact/alert® bpa EU and bpn EU ifus were reviewed. The procedural notes and precautions states "great care must be taken to prevent contamination of the platelet sample during inoculation into the culture bottles. Likely causes of contamination can occur from inadequate aseptic/sterile technique or operator error (e.g., operator lab coat, aerosol), sampling or inoculation in an inadequate environment, or a spore present on top of the bact/alert® bottle septum when introducing the specimen which was not removed with the 70% alcohol wipe." Additionally, the first note in the laboratory procedure cautions the user: "note: a report of "(B)(6)" should not be interpreted as meaning that the original product is sterile. The negative status could be due to under-inoculation of the bottle, no organisms present in the inoculum, the number of organisms was too small for detection, or a culture bottle/medium that does not support the growth of the organism." Bact/alert® bpa and bpn EU ifus provide sufficient caution to the user on the importance of proper aseptic technique and interpretation of a negative result. The investigation concluded there is no evidence to suggest the bact/alert® bpn culture bottle is performing outside of specifications.